Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: inspiration valve defective. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: te 231005.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: inspiration valve defective. Correction: replaced defective component.